Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed that patient had several contacts with high impedances. In turn, during surgical intervention to replace the patient's ipg (related manufacturer reference number 1627487-2020-04674), the lead and extension were tested. It was discovered that the dbs extension was the source of the impedance issues. The physician explanted and replaced the extension. Post-operatively, stimulation therapy was restored.